Event description:
Information was received indicating that the cadd cassette reservoirs - flow stop leaked. There was no patient involved.

Manufacturer narrative:
Other, other text: evaluation results: one cadd cassette reservoir was returned for investigation in used condition. The sample was visually inspected, at a distance of 12 to 24 inches, and normal conditions of illumination. The visual inspection did not reveal any abnormalities (cuts). A syringe was used to infuse water into the cassette bag. There were no leaks from either the bag or the tubing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The leak reported by the customer was not confirmed. No fault was found with the cadd cassette reservoir.